Event description:
Report rec'd of a component separation. The customer reported that one end of the extension set was connected to the pt's IV cannula, and had a removable clave adapter on the other end. The nurse was injecting saline into the clave to flush the IV site, and the t-connector reseal "popped off." The nurse noted it right away, replaced the reseal back onto the t-connector, and applied pressure to the pt's vein to prevent blood from backing up. There was no blood loss. The nurse replaced the extension set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.